Event description:
The hcp reported the patient had an MRI done in the morning and was seen in the office after that for follow up interrogation and refill. A motor stall log was discovered with no motor stall recovery at that time. The hcp reinterrogated the pump and a motor stall recovery had occurred. No patient symptoms were reported. The patient was discharged to home.